Event description:
The customer reported to olympus that there was clogged stent when using the duodenovideoscope. The issue occurred during procedure. It was unspecified if the stent removal procedure was diagnostic or therapeutic. The procedure was completed with a similar device and there were no delay. There was no patient harm associated with the event. The subject device was returned to an olympus service center for evaluation. This report is being submitted for the instrument channel clogged with foreign material.

Manufacturer narrative:
E1 establishment name surpassed the character limit and was shortened. The full name is: (B)(6) hospital. The device evaluation found that the customer¿s reported clogged stent issue was confirmed due to clogging of the channel tube. The following non-reportable issues were found such as: a pinhole of the channel tube and connecting tube caused water tightness loss, the play of the upward/downward angulation control knob is out of the standard value due to wear of angle wire, adhesive on the bending section cover was chipped, connecting tube has a dent, and the connecting tube and plastic distal end cover have a scratch. Based on the results of the investigation, the foreign material was a stent, but the root cause of the residual foreign material could not be determined. However, a definitive root cause could not be determined. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not cleaned, disinfected, and sterilized before it was sent in for repair, however, the stent was already in place and the brush could not pass through. According to the customer, there were no delay in the start of precleaning, the duodenovideoscope was not immerse in detergent solution, there were no aspiration of water through the instrument/suction channel, the duodenovideoscope was not wiped/brushed with clean lint-free cloths, brushes, or sponges, and the customer did not brush the instrument channel, instrument channel port, and suction cylinder, but the forceps channel was brushed. There were no abnormalities in the accessories used for reprocessing. Olympus will continue to monitor the field performance of this device.